Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and four photos. The investigation found that one of the q-syte devices leaked while in the actuated position confirming the reported defect. Further inspection found damage to the bottom disk of the q-syte. A circular cut was present on the bottom disk of the septum which allowed for leakage to occur through the vent holes. Due to the location and type of damage, it was determined the defect most likely originated during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the connection of nexiva. After catheter placement, the hcp connected nexiva to a saline bag and saline leaked from the infusion set side. The hcp tightened the connection but leakage was observed. The hcp then disconnected and connected again but leakage was still observed. The hcp connected to a new infusion set but fluids leaked from the connection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the connection of nexiva. After catheter placement, the hcp connected nexiva to a saline bag and saline leaked from the infusion set side. The hcp tightened the connection but leakage was observed. The hcp then disconnected and connected again but leakage was still observed. The hcp connected to a new infusion set but fluids leaked from the connection.